Manufacturer narrative:
B5: upon follow-up, it was reported that pd catheter was removed, pd therapy was temporarily discontinued and the patient was transferred to hemodialysis (11 days after hospital admission). Re-catheterization was not planned yet. At the time of this report, the patient was discharged from the hospital (16 days after hospital admission). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid pd fluid. The cause of the events were unknown. The patient was hospitalized due to the events. On an unknown date, the patient was treated with ceftazidime injection (1gm, once daily, intraperitoneal, discontinued) for peritonitis. The patient was discharged 16 days after admission. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.